Event description:
Medtronic received a report that a patient was treated for thrombectomy in the left middle cerebral artery. After the stent was hydrated and deflated, the first thrombus removal operation was performed normally. It was found that there were only three developing points at the tip end. The stent was then taken out for inspection and it was found that the developing points at the tip end had fallen off. The stent was then replaced with another thrombectomy stent of the same model and the operation was performed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). It was reported there was no patient involved in this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the stent¿s non-working length (tear drop) struts were found damaged (bent). The solitaire fr device could not be pushed out from within its introducer sheath as resistance was encountered; therefore, it was pulled out proximally. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the issue was not determined. It was noted that after entering the body, the problem was found under the radiation. It was clarified that the "developing points" was referring to the marker on the stent. No marker band remains in the patient. There were no patient symptoms or injury associated with the marker band separation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.